Manufacturer narrative:
H2: additional information ¿h6: type of investigation, investigation findings and investigation conclusions.¿ h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found the linkage to the upper jaw is broken. A cartridge containing biomatter was returned with the device. A functional evaluation revealed pass stitch and lower jaw function properly. The upper jaw lever does not actuate due to broken linkage. A review of the provided image found an arthroscopic image of a blue suture in tissue and the distal dip of a blade or burr. The novostitch jaws are not visible in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the provided image found an arthroscopic image of a blue suture in tissue and the distal dip of a blade or burr. The novostitch jaws are not visible in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair surgery, the upper jaw in the novostitch pro was not responding. The procedure was successfully completed without delay using a different s&n back-up device (fast fix) and 3 ti-cron needles. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.